Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a call service alarm (cs 078) issue. It was reported that the pump emitted a cs 078 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/06/2016 with the following findings: a call service alarm 078-0008 was observed in the black box and the pump¿s alarm history. During the rewind step, a replace battery alarm was emitted, limiting further testing due to inability to perform the motor rewind step. The pump was opened up and a secondary issue in the form of corrosion was noted on the motor flex connector.